Manufacturer narrative:
Evaluation completed. One opened bl5425v pack from lot v7122 was returned. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle was binding up and blocking the port window, preventing cutting and aspiration. It should be noted that a bent needle could contribute to poor cutting performance. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
During the procedure the cutter was not cutting. They did not know if the aspiration was involved. They opened a backup pack and continued the procedure with no issue.